Event description:
Tha was done with s-rom system in (B)(6) 2001. Recently, the patient had a pain in the femur and visited the hospital. It was found through x-ray that the slit of the stem was broken. The broken part was proximal part of the posterior flute. The surgeon thought that the stem breakage had no relation with the pain because the broken part was the posterior flute, and decided no revision would be done. The patient was is being monitored.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. A search of the complaint databases did not show any other reports against the provided product and lot combinations. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. A search of the complaint databases did not show any other reports against the provided product and lot combinations. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.